Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead exhibited rising and high thresholds even after several positions were attempted. A different rv lead was implanted. Upon attempting to place the right atrial (ra) lead, the patient's blood pressure dropped and a perforation was suspected. An echocardiogram confirmed a pericardial effusion, which resulted in a tamponade. A pericardial drain was placed and a different ra lead was implanted. No further patient complications have been reported as a result of this event.